Event description:
It was reported that there was a lead/extension issue and correct navigation was unable to be performed. It was noted that the lead was explanted. The reporter stated that the physician wasn't able to navigate the lead to the right side of the spine. It was reported that the problem was that the lead didn't follow "the right" of the inside wire. It was unclear what this referred to. The physician tested different guide wires. It was reported that the physician turned the wire on the end but there was no movement on the front of the lead, which could be seen on an x-ray. The reporter stated that there was something like a "mechanical resistance" and after turning the wire a little bit away the lead sprung and was relaxed, but without moving the lead the right way. It was reported that the resistance and spring could be seen on the x-ray during the turning of the guide wire. It was reported that there were no patient symptoms and the patient suffered no injury or adverse event. It was noted that device implantation was attempted but not implanted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_stylet_acc, product type accessory; product ID neu_stylet_acc, product type accessory product ID neu_stylet_acc, product type accessory product ID neu_stylet_acc, product type accessory. Analysis of the lead revealed no anomaly. Analysis of the epidural needle revealed no anomaly. Analysis of one of the stylets revealed no significant anomaly, but it was noted the wire was bent. Analysis of the other three stylets revealed no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3550-04, lot # unknown, product type accessory; product ID 3550-04, lot # unknown, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.